Event description:
It was reported that the patient underwent a pump exchange due to thrombus on (B)(6)2022. Computerized tomography showed a small amount of thrombus in the proximal outflow and patient experienced low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient expired on (B)(6) 2022 due to heart failure and multiorgan failure following the pump exchange for outflow graft obstruction. Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Section h6: 4580 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2022-12625. The investigation findings will be submitted under MFR # 2916596-2022-12625.